Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced blood glucose (bg) excursions of unknown cause or origin, ranging between 40-500 mg/dl. No further details were provided regarding the bg excursion or treatment. The reporter did not have the insulin pump available at the time of the call to perform troubleshooting. Animas customer support made several attempts to follow up with the reporter for troubleshooting; however, the reporter did not respond. No further information was available. If further information becomes available, this complaint will be updated accordingly. This complaint is being reported because the patient allegedly experienced bg excursions of unknown cause or origin while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: review of the black box data revealed the last bolus and the last basal delivery were recorded on (B)(6) 2013. The pump history revealed no alarms outside the range of normal patient use. The basal and boluses amounts add up appropriately to equal the total daily dose. This data revealed the pump was delivering accurately until the last date or use. The pump was exercised for 29 hours with no alarms occurring. The pump was found to be operating within required specifications and delivering accurately. Unrelated to the original complaint, the battery compartment was noted to be cracked near the case seal. Also unrelated to the original complaint the display was noted to be discolored. Investigation was not able to duplicate reported complaint.